Manufacturer narrative:
Findings: unit passed the displacement test. Unit received with missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, scratched case, cracked keypad overlay at select button, fading serial number label and keypad overlay texture damage. No unexpected power loss or low battery alerts noted during testing. Sleep current measurement and active current measurement within specifications. Unit passed self test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.